Manufacturer narrative:
(B)(4). This lot was manufactured from june 7, 2014 to june 9, 2014. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. This occurred during priming, after the device was filled with flucloxacillin (baxter compounded solution). There was no patient involvement. No additional information is available.